Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that irrigation difficulties occurred. During a supraventricular tachycardia radiofrequency(rf) ablation procedure intellanav mifi open-irrigated ablation catheter, after a few ablations the rf generator displayed a high temperature error occurred and rf could no longer be delivered. The catheter was removed from the patient and re-flushed at this point it was noted that the flow was decreased. The catheter was replaced and the procedure was completed with no patient complications.